Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device was evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded, with blood in the balloon and shaft. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, tip damage (worn/flares), balloon damage (abrasions) for 10mm, and a hole in the balloon material at the distal markerband that was approximately 1mm across. Inspection of the rest of the device found no other damage or defect. The reported ruptured balloon was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.